Event description:
Customer reported "blood splattering" from the maxzero connector in the ER. No other info is currently known regarding the specifics of this event. No pt harm or medical intervention occurred. No further pt/event info was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no.: (B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.